Event description:
It was reported that a patient experienced a breach in aseptic technique and acquired peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the event. On an unreported date, the patient was treated with unknown antibiotics (dosage and route not reported). Six days later the patient was discharged from the hospital. The patient recovered from the peritonitis. On an unknown date, the patient was retrained on proper aseptic technique. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.